Manufacturer narrative:
Sample is not available for return. The investigation is in progress. A follow-up report will be submitted upon investigation completion.

Event description:
An inventory coordinator reported "we had an incident in the nicu today where a physician tried to insert a PICC line and upon the insertion, she tried to take out the guidewire from the line but was not able to. She ended up taking out the line completely and re-trying with another PICC line (same product) but had the same issue. This resulted in the infant not getting the PICC line that he needed for his treatment."

Manufacturer narrative:
Additional information provided in h.6. And h.10. Evaluation summary: a review of the manufacturing and inspection records for the lot could not be conducted since a lot number was not provided. According to the customer, there was no sample available for review. According to the customer, there was no sample available for review. Additionally, there has been no visual evidence to support the alleged complaint. Without such evidence, the results of this investigation are inconclusive and determining a definite root cause and corrective action is not possible.